Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the tube at port 7 (to white blood cell bath) had become detached from the blood sampling valve (bsv) causing a leak during the backwash cycle. The fse stated that the differential heater and retic heater connectors were damaged as a result of the leak. The fse reconnected the tubing at port 7 to resolve the leak and reseated the tubing in the proper position to resolve the low vacuum errors, and the no wbc and hemoglobin (hgb) issues. The fse also replaced the differential heater and retic heater connectors. The fse then replaced the retic solution pump (pm6) to resolve the retic voteouts issue which was unrelated to the leak. (B)(4).

Event description:
The customer reported approximately 30-50 ml of fluid leaked from the blood sampling valve (bsv) of the coulter lh 780 hematology analyzer due to a detached tubing. The customer indicated that the leak consisted of blood and the instrument generated low vacuum errors and retic voteouts, with no white blood cell (wbc) and hemoglobin (hgb) results. The customer stated that the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and face shield at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.